Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: k063 competitor implantable pacemaker. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a lead malfunction due to a potential performance issue. It was also reported that there was a venous obstruction. The ra lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found.